Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected); blurry new vision" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The consumer also stated that people see a "flashy reflection off that eye". The consumer reported, experiencing blurry vision and needing bright light in order to read. The consumer stated, he is wearing a contact lens (ctl) to correct his vision, but dislikes wearing the ctl. The consumer reported history of having a photorefractive keratectomy (prk) and lasik procedure set up for monovision with his right eye set for near vision. The consumer stated, his surgeon had warned him about the likelihood of a refractive surprise due to the prk and lasik history. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history record records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. At the request of the consumer, the surgeon was not contacted. (B)(4)